Event description:
An event involving a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer experienced separation. The report stated that there was a recent disconnection with the mc33131 while under pressure. There was no patient harm, the set was reconnected, and the procedure was successfully completed. It is possible that the connection was not tight. There was patient involvement and no patient harm.

Manufacturer narrative:
The lot number is unknown, resulting in unknown expiration and manufacturing dates. Investigation summary: 7/24/2024. No product samples, pictures, or videos were received for investigation. The complaint of disconnection while under pressure could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.